Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg appropriately and last felt stimulation (B)(6) 2017. Although a new charger was sent to the patient, the patient¿s ipg would not communicate with it as it had become inoperable, as confirmed by the clinical specialist. As a result, the patient may be pending ipg replacement.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. The ipg pocket site was relocated to a more lateral position, and two extensions were implanted, as well. Postoperatively, effective therapy was restored.